Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during preparation to implant an implantable cardioverter defibrillator, the device was interrogated, an alert revealed that the device had reached a capacitor charge limit in (B)(6) 2017. It was advised that the alert may have been cold weather related. The device was not used. No further information could be obtained at this time.